Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
An article published in the delta journal of ophthalmology was received on 01-apr-2021, entitled 'endothelial cell loss following toric implantable collamer lens implantation for correction of myopia and astigmatism after penetrating keratoplasty.' The article states that vision ticl were implanted in 12 eyes of eight patients who underwent pkp for keratoconus. Reportedly, 6-months postoperatively endothelial cell density (ecd) decreased by -5.09%. At 1-year postoperatively ecd decreased by -9.61%.